Event description:
It was reported that the 1 ml bd luer-lok¿ syringe sterile, single use package was open. The following was translated from french to english: dm keept: yes, open sachets or missing plunger. Clinical consequences: - precautionary measures and action taken: batch discarded.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) ¿ follow up MDR for device evaluation fifty-six samples and one photo of 1ml luer-lok syringes were received by bd. A quality engineer was able to review the samples and photo from lot #3034736 regarding item #309628. All samples were received in the box carton with the carton label with all applicable product information. All samples were received with their packages, forty-five of the samples were received in unsealed packages caused by open seal > 1/4"; additionally, each of the 45 syringes had damage to the plunger rod thumbrest with most packages also having a mark or top web puncture aligned with the damaged plunger rod. Eleven samples were received in sealed packages, with one having no defects observed, one had a missing plunger rod & stopper assembly, two had insufficient peel tab, and seven had a top web puncture also causing damage to the plunger rod. The damage to the plunger rod thumbrest is aligned with the damage to the top web puncture of the packaging, verifying the plunger rod damage occurred at the packaging process. The photo shows a box carton with five packages on top showing the packages empty with the seals open as described above. The conditions observed are non-conforming per product specification. A device history record review was completed for provided batch number 3034736 that showed one notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Potential root cause for the missing plunger rod defect is associated with the assembly process. Potential root cause for the open seal > 1/4", top web puncture, plunger rod damaged, and insufficient peel tab defects are associated with the packaging process. The following corrective actions will be taken: - a quality alert will be issued to the plant. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.